Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing which appeared to be due to myopotentials after the device was programmed to unipolar pace and sense. Technical services (ts) discussed programming options with the health care professional (hcp). The lead was later explanted and replaced due to noise. A lead fracture was suspected. No additional adverse patient effects were reported.